Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire guide wire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during procedure, a viperwire advance coronary guidewire was used with an diamondback coronary orbital atherectomy device (oad) at left circumflex (lcx) #11 lesion with 75% stenosis, heavy calcification and heavy tortuosity. The lesion was observed with intravascular ultrasound (ivus) system, and the oad was delivered to the lesion. It was reported that viperwire was fractured. Additionally, perforation was confirmed. Therefore, a non-abbott stent was used to treat the perforation, and the stent was used to entrap the 2.5mm fragments. The physician believed that the fracture was due to spring tip making contact with the driveshaft. The procedure was completed without any delay.

Event description:
It was reported that during procedure, a viperwire advance coronary guidewire was used with an diamondback coronary orbital atherectomy device (oad) at left circumflex (lcx) #11 lesion with 75% stenosis, heavy calcification and heavy tortuosity. The vessel was primarily wired with another wire and then exchanged to viperwire guidewire. The physician attempted to treat the lesion although the lesion was heavily stenosed and difficult to approach. The lesion was observed with intravascular ultrasound (ivus) system, and the oad was delivered to the lesion. Low speed and high speed modes were used to perform atherectomy, but the number of treatments is unknown. The vessel in the lcx had severe tortuosity which made oad delivery difficult. The crown jumped to distal during advancement of the oad. It was reported that viperwire was fractured. Additionally, perforation was confirmed. Therefore, a non-abbott stent was used to treat the perforation, and the stent was used to entrap the 2.5mm fragments. The physician believed that the fracture was due to spring tip making contact with the driveshaft and oad crown. In the opinion of the physician, the oad and viperwire guidewire caused or contributed to the perforation. It was noted that it was difficult to deliver all devices at the lesion. Angiography confirmed that there was wire bias, but it is unknown how pronounced it was. The procedure was completed without any delay. Additional information was received and the patient was stable after the procedure and was discharged from the hospital.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported crown jumping, device causing damage to another device, and perforation of vessels could not be confirmed due to the operational context of the reported complaints. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported crown jumping, device causing damage to another device, and perforation of vessels appears to be related to circumstances of the procedure. The device was tested and spun as expected with no crown jumping observed. There was no damage or abnormalities identified with the oad that would have contributed to the reported crown jumping. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h3, h6 and h11 correction: h6 (added 1430), g1, g2.